Event description:
Sacral neuro-praxia [nerve injury]. The pt continued to suffer from sacral neuropraxia, with symptoms of numbness, loss of bladder and bowel control. The surgery was performed to correct a herniated disc with no complications. The lot number of the gelfoam used ws 78jry.